Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device to clip the cystic artery or duct and the clips were not forming properly. Some of the clips were scissored. A second device was pulled and used and it failed as well. A third device was used to complete the procedure. The patient was brought back to the or for post-op bleeding. The patient is currently in ICU.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following was received: the only answers I know are below. The surgeon did not want to discuss anything else. I believe the patient was in the ICU for only 1-2 days. I do not think a cholangiogram was used. The patient is now ok and out of the hospital. The staff was inserviced on the device about 3 months ago. This hospital recently converted from a competitor to ees. The surgeon has only been using this device for the past few months. I believe the device was used to fire across a duct or artery (not both at the same time). I am only guessing because I am familiar with his technique. They said there were no difficulties on the 3rd clip applier. They did not say anything about visualizing the clips. Please also note: after discussing this with the nursing staff and purchasing, they cannot be 100% sure this was not a reprocessed device. They are convinced, it was a new device, but since we do not have the devices to turn in we cannot be certain. When I checked their shelves 2 days after the incident, there were not any reprocessed er320's on the shelf - only new devices. However, they have reprocessed this device in the past. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.